Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high pacing impedances of greater than 2,000 ohms. It was noted that the lead still exhibited good sensing and threshold measurements, and there were no episodes of noise in the arrhythmia logbook. Technical services (ts) discussed troubleshooting options. Additional information was provided that the lead will continue to be monitored as it was felt the lead was working fine. Additional information was provided that the patient was brought in for defibrillation threshold (dft) testing. It was noted that all lead measurements were stable. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.